Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed, which indicates that the device may have contributed to the customer reported issue. Fse replaced the universal surgical manipulator (usm). The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. In artemis, the 1162 error was found indicating cannula sensor fault, confirming the fault occurred in the field. Upon visual inspection, no issues were found that would be related to the reported event. The usm was installed onto a golden system where error 1162 was present during power up logs. The usm was then installed onto a patient side cart (psc) fixture test platform (pftp) where the ins buttons test failed on cannula button, replicating the reported event. Also, the fiber trend tool was performed and failed, therefore the clock spring, parallelogram, and rolling loop fiber assemblies will be replaced due to degrading fiber trend. Additionally, the usm linear bearing and top motor housing were inspected and passed. Then, the yaw searchlight assemblies were replaced due to sensors check failure and the carriage cover was replaced due to light pipes pushed in.

Event description:
It was reported that prior to the start of a da vinci-assisted unilateral inguinal hernia surgical procedure, arm 4 was producing error 1162 on startup. Prior to calling, customer restarted the system with no change. Technical support engineer (tse) walked the customer through exercising the cannula mount with a spare cannula and performed a hard power cycle with no change. Customer was able to disable arm 4 and proceed as a 3 arm setup. The procedure was completed as planned with no reported injury.